Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs and performance testing confirmed the occurrence of the reported system fault 74. Review of the device data logs also revealed the occurrence of system faults 218 and 195. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the system faults 218 and 195 were due to software issues. The investigation also determined that the system fault 74 was most likely due to a hardware connection issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The device was not in use at the time of the events, therefore, there was no patient involvement. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault and subsequently performed a safety restart. The device was not delivering therapy at the time of the event and there was no patient involvement.

Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault and subsequently performed a safety restart. The device was not delivering therapy at the time of the event and there was no patient involvement.